Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal remained ongoing. The patient experienced peritonitis, requiring hospitalization. The patient was treated with injections of amikacin-ip 250 milligram twice a day and cefoperazone-IV twice a day (dose not reported). The root cause and the outcome of the peritonitis was unknown.